Event description:
A (B)(4) year old female underwent a procedure on an unspecified date. The sheath broke off inside the pt. District manager confirmed with customer: antegrade stick, introducer went in fine. When the physician went to remove it the distal portion was missing. The physician went back in with a snare and retrieved the distal portion. Information provided (B)(6) 2013: per the request, the district manager confirmed it was the introducer sheath (outer) not the dilator.

Manufacturer narrative:
(B)(4).